Event description:
It was reported the doctor tried to use the handpiece with some shears and it gave solid tones on both full and variable. They tried another shear with the same result. They tried another handpiece with the original disposable.